Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: removal of foreign body. Time of symptoms/ae: during the procedure. It was reported that during a right celiac artery procedure, using an ipsilateral approach and a 6 fr sheath, the herculink plus balloon ruptured and the balloon separated from the shaft. The celiac artery was heavily calcified. The prep procedure was normal and the stent was deployed in the target lesion. During post-dilatation the herculink balloon ruptured at the proximal end at 14 atm. The stent delivery system and balloon were pulled back to the distal part of the sheath and at that point the balloon separated from the shaft. The sheath, with the balloon inside, was pulled out and the balloon became stuck in the skin tract and was manually retrieved. Post-dilatation was attempted with several non-abbott balloons and they ruptured as well. There was no reported pt injury and no additional info available.

Manufacturer narrative:
.